Event description:
It was reported that the universal handpiece was heating up at the tip during testing. There was no patient involvement, no adverse event was associated with the deivce.

Event description:
It was reported that the universal handpiece was heating up at the tip during testing. There was no patient involvement, no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Manufacturer narrative:
The failure could not be confirmed by the repair technician or the quality engineer. The device passed all final inspection activities. The sales representative was contacted but could not provided any information that would aid in the investigation. The device was returned to the account.